Event description:
Hospital reported to consultant that pt was implanted with pt specific implant, 5 plates and 20 screws, on (B)(6) 2012. It was discovered that pt developed an infection on an unk date. Pt was returned to operating room on (B)(6) 2012, all hardware was removed. It is not known if the pt was implanted with any new hardware. No further info is available at this time. This is 9 of 26 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.